Event description:
It was reported that when the lead was being changed out, fluoroscopy revealed externalized conductors proximal to the distal coil. No electrical anomalies were noted on the lead. During laser sheath extraction, the svc was torn. The patient coded and open heart surgery was performed. The patient survived the surgery, but two days post surgery, a craniotomy was performed due to blood loss and anoxia. The patient never regained consciousness and expired.

Manufacturer narrative:
A partial lead measuring 43.4cm from the distal tip was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 8.8-12.3cm from the distal tip. The silicone insulation was abraded and the sensing conductor was visible. Another internal insulation abrasion was found at 14.3-14.7cm from the distal tip. The etfe coating was intact at these locations.